Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. No abnormality found. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint. Non-deflation could be occurred due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted.

Event description:
Complaint description: referring to a two-way foley probe #8, used in a patient who did not deflate during removal and it was necessary to call the urologist on duty to proceed with the removal. In this process, it was necessary to use a spinal needle to perforate the balloon and thus, be able to remove the probe from the patient. Bidi stilled water (abd) was used to inflate the balloon. A volume of 5 ml was used. 10 ml syringe with threaded tip. No samples/photos available the protocol followed in this case was as follows: degermation was performed with degerming chlorhexidine; the chlorhexidine was removed with a compress and the sterile glove was changed to carry out the next step; antisepsis was performed with aqueous chlorhexidine followed by placement of the sterile field for insertion of the probe and testing of the probe balloon; the probe was introduced and the probe confirmed with the presence of urine followed by balloon inflation with abd. The guide wire present in probe #8 was removed before inflating the balloon.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Complaint description: referring to a two-way foley probe #8, used in a patient who did not deflate during removal and it was necessary to call the urologist on duty to proceed with the removal. In this process, it was necessary to use a spinal needle to perforate the balloon and thus, be able to remove the probe from the patient. Bidi stilled water (abd) was used to inflate the balloon. A volume of 5 ml was used. 10 ml syringe with threaded tip. No samples/photos available. The protocol followed in this case was as follows: degermation was performed with degerming chlorhexidine; the chlorhexidine was removed with a compress and the sterile glove was changed to carry out the next step. Antisepsis was performed with aqueous chlorhexidine followed by placement of the sterile field for insertion of the probe and testing of the probe balloon. The probe was introduced and the probe confirmed with the presence of urine followed by balloon inflation with abd. The guide wire present in probe #8 was removed before inflating the balloon.